Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2009 (female in her (B)(6)). According to the complainant, during attempts to deploy the stent would only partially deploy. The stent was reconstrained and the device was removed. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; inner shaft detachment. Please see block h10 for full investigation details.

Manufacturer narrative:
(B)(4). Failure to resheath, partial deployment. A visual examination of the returned device found that the stent was fully mounted. It was noted that the inner lumen was exiting the guidewire access port and was broken. During analysis the distal end of the inner lumen was withdrawn from the outer sheath and inner lumen break was located at 285mm proximal to its distal end. The inner lumen was also folded back on itself at 35mm distal to the break. No issues were noted with the stent. Following a device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure where the performance is limited. A labeling review identified that the device was used per the rx biliary directions for use (dfu). A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this lot. (B)(4).